Manufacturer narrative:
(B)(4). The following report is submitted to relay additional and corrected information. The reported event could not be confirmed based on limited information received. No devices were received; therefore the visual inspection was not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Unable to perform a compatibility check based on the provided information. A complaint history review was not performed. A root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device still remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported following a right knee arthroplasty, the patient is being considered for revision due to femoral loosening. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.